Event description:
The customer alleged they received questionable creatine kinase (ck), glucose, creatinine, lipase, ion selective electrode potassium and chloride, and bicarbonate results on their c501 analyzer. The customer alleged there were five patients with questionable results, but only provided results for one patient with a discrepant ck result that was reported outside the laboratory. The patient's initial ck result was 10 u/l. The repeat result was 51 u/l. The customer stated the sample was repeated on two other analyzers, but declined to provide further information. There were no adverse events. The ck reagent lot number and expiration date were requested, but not provided. The field service representative found that the reaction cells were overflowing due to a partially obstructed vacuum waste valve sv22. He cleaned and flushed all the waste valves sv21, sv22, and sv23. He adjusted the cell rinse dispense levels and checked for proper vacuum pressure. He checked for proper gear pump pressure and for proper probe internal wash volumes. He performed all sample/reagent probe horizontal and vertical adjustments. He performed a precision check. No further erroneous results were observed during the precision check or instrument operation. The customer performed quality control and all the results were within the customer's guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.